Event description:
It was reported that the user experienced prolonged hyperglycemia with blood glucose readings at or above 400 mg/dl after forgetting to prime the pump and pausing insulin delivery, then eating a meal while already elevated; insulin delivery was later resumed, and subsequent troubleshooting included supply changes and education on use, with temporary disconnection to administer a corrective insulin dose via a subcutaneous pen. Symptoms included high blood glucose. Outcomes included the need for corrective action and temporary use of backup subcutaneous insulin therapy, after which glucose returned to target and the user reconnected to the pump. Investigation included review of therapy history, user-reported troubleshooting steps, and guidance on changing infusion supplies and resuming automated insulin delivery. Investigation of this case revealed that elevated glucose was consistent with interrupted insulin delivery due to a missed prime and meal intake while hyperglycemic, with the pump functioning to deliver insulin after insulin delivery was resumed and supplies were changed. It was concluded that user setup error related to priming and therapy interruption contributed to hyperglycemia, and that the device functioned as expected once properly set up and reconnected.